Event description:
On 1/22/93 an ipp device was implanted. On 3/24/97 it was reported that the pt has a device "which is apparently malfunctioning." "No specifics were provided as to the type of malfunction which may have occurred, has co been provided with info that would indicate it was removed or replaced." Add'l lot/ser no: 2853q 002.